Event description:
The explanted vns generator and lead were received by the manufacturer. Generator product analysis was completed. The generator performed according to functional specifications. The battery measured 2.732 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, condition. There were no performance or other adverse conditions found with the generator. The explanted vns lead is still pending product analysis.

Event description:
Lead product analysis was completed. The allegations of the abraded insulation and lead fracture were verified in the product analysis, or pa, lab. Abraded openings were identified on the outer and inner tubing of the lead coils. A coil break was identified in the lead positive coil and scanning electron microscopy, or sem, images of the negative coil revealed what appeared to be wear resulting in reduction of coil diameter to the point of break. The identified openings in the inner tubing may be a contributing factor to the reported low impedance message. The outer tubing was abraded open at approximately 6.3-7.9 cm, 16.3-17.5 cm, 58.7-59.9 cm, 61-63.1 cm, 64.7-65.2 cm, and 69.6 cm from the connector boot. The inner tubing of the negative coil was abraded open at approximately 19.7-20.5 cm from the connector boot. The inner tubing of the positive coil was abraded open at approximately 58.4-60 cm from the connector boot. A single strand of the negative coil was broken approximately 30.5 cm and approximately 36.3 cm from the connector boot. Remnants of dried body fluids were observed inside the outer and inner tubing. No obvious points of entry were noted other than the identified openings and cut ends of the lead portions. Based on the appearance of the returned portions, it was believed that the identified damage to the electrodes was most likely caused during explant. The overall appearance of the lead suggests manipulation of the lead by the patient. Other than the mentioned observations and typical wear/explant related observations, no additional anomalies were identified in the return lead portions.

Event description:
It was reported that the patient was referred for vns generator replacement surgery due to the desire for a newer model vns generator and additional efficacy. However, prior to surgery, low impedance was observed on the patient's device. It was reported that, upon inspection of the lead by the surgeon, the wires of the lead were exposed through the insulation. The patient underwent full vns replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.